Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting the terminal pin of the right atrial (ra) lead into the header of the pacemaker. Once inserted the ra impedance measurement were greater than 3000 ohms. A new ra lead was successfully inserted into the same pacemaker with no issues. No adverse patient effects were reported.